Event description:
Patient was revised to address infection. It was also noted that the patient had previously been revised due to stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This report is being rejected because, it has been determined that this product (an srom sleeve) was entered on this complaint in error.